Event description:
It was reported to philips that the device is unable to discharge. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty case. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the case. The customer was advised to replace the case to return the device to working condition, however the customer noted they would be scrapping the device. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device cannot discharge. There was no patient involvement.